Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was attempted and not used due to high thresholds. It was also reported that the ra lead helix would not extend after multiple attempts. The physician decide to plug the atrial port as the patient was experiencing nausea/vomiting and respiratory distress from the anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. It was noted that the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant.